Manufacturer narrative:
The investigation of access site bleeding has been completed. The product was returned. The root cause of the access site bleeding was most likely due to use issue since adding an additional suture resolved the bleed. E.1 revised first and last name of initial reporter as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-17876.

Event description:
The complainant reported that a patient on impella cp support experienced bleeding at the impella access site. The vascular surgeon sutured around the insertion site and bleeding stopped. The patient survived the event.

Manufacturer narrative:
A.5 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿